Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during an elective, index lapidus surgery, the 3.0 locking screw did not lock in, went through the plate hole straight through to the bone. The surgeon then used a 3.5 locking screw in the same hole successfully. Then with a different plate hole the surgeon proceeded directly to a 3.5 locking screw and the surgeon commented that although it was seated, he felt if he kept torquing the screwdriver, the screw would have also gone through the plate hole. The 3.5 locking screws remained implanted. The 3.0 locking screw that was removed has been discarded by the hospital.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
It was reported that during an elective, index lapidus surgery, the 3.0 locking screw did not lock in, went through the plate hole straight through to the bone. The surgeon then used a 3.5 locking screw in the same hole successfully. Then with a different plate hole the surgeon proceeded directly to a 3.5 locking screw and the surgeon commented that although it was seated, he felt if he kept torquing the screwdriver, the screw would have also gone through the plate hole. The 3.5 locking screws remained implanted. The 3.0 locking screw that was removed has been discarded by the hospital.